Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a problem with their stimulator; they were at the store and they felt a shock in their groin area for 5 seconds. It was further clarified that the week before, they got out of the car and while walking, the electric impulse at their groin went off so strong. It was noted that they felt a very strong sensation and they had never had that before. It was stated that they had their device set at 3.5, and they couldn¿t get back to 3.5; they were at 0.5v and could not go up because it was too strong. It was reviewed that they should leave the unit like this until it could be checked. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that what led to the stimulation being too strong past 0.5 was ¿walking ¿ lasted 10 seconds.¿ it was further stated that the ¿technician resolved problem,¿ and the device remains in use. No further patient complications are anticipated or expected as a result of this event.